Event description:
The clinic mgr from the dialysis unit informed vasca's senior dir of sales in 2005 of an incision line opening in the lifesite pt in 2005. The pt's family member is refusing surgical intervention at this time. The pt is receiving an antibitoics IV and wound care dressings are being applied to the open incision site. The pt's dr and surgical consult evaluated the open incision site and stated that the area "never healed" and recommended antibiotic ointment and alcohol pre and post treatment.